Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow up was performed and no additional information was obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and all insulators had breached metal induced oxidation (mio). It was also noted that several conductors had blood/body fluid (not obstructed), all insulators had cosmetic mio, the outer insulation had breached environmental stress cracking (esc), the outer insulation had cosmetic esc, the outer insulation was breached cut, the outer insulation had a white substance, and the outer insulation had a cosmetic depression.